Event description:
In 2007, nellcor puritan bennett received a call from a biomedical engineer. The engineer wanted to have the unit serviced, but he was not aware of a failure on the unit. Following the testing on the unit one week later, it was identified that there were no audible tones. There was no patient harm reported.

Manufacturer narrative:
The failure to provide audible tones was isolated to the main pcb. The manufacturing facility has initiated a corrective and preventative action associated with the confirmed failure.